Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cerebrovascular accident).

Event description:
During the index procedure the patient had one endeavor sprint drug eluting-stent implanted in the rca. Approximately 24 months post index procedure the patient suffered a cerebrovascular accident (cva). Patient was treated with medication and thrombolytic therapy.

Event description:
Date of death received.

Event description:
The previously reported stroke has been assessed as not related to the device. It is reported that the patient died approximately 25 months post index procedure. Cause of death stroke. Investigator did not indicate whether the reported death was related to the study device.